Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus europe se & co. Kg (oekg) inspected the subject device and scratches at the distal end part, damage and deterioration of the adhesive at the distal end parts, wear of the glue on both end of the bending section, and so on are detected. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the physical stress or the chemical stress, the poor condition of the storage cabinet, such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, in the user facility, or the aging deterioration due to the long-term use, and so on.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found some wires of the composing the forceps elevator wire of the subject device were cut and then risen, and the light guide lens glue of the subject device was separated and there was the evidence of the liquid inside the light guide lens during the incoming inspection for the repair at the service department of olympus (B)(4) (oekg). There was no patient injury associated with this report.